Manufacturer narrative:
The involved device is not available for evaluation. Therefore, the investigation was limited to evaluation of user facility information and quality records. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint record did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. With no evaluation of the actual device, the cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actural device discarded

Event description:
The user facility reported an air leakage in the tr band device. Follow up communication with the user facility confirmed the following information: after treatment with a catheter, the customer applied the tr band to the patient in the normal manner; air was injected into the balloons with the dedicated tr band inflator; when the inflator was removed the balloons deflated immediately; bleeding started at the punctured site; quickly the tr band device was again inflated, the same thing happened; the tr band was changed out to a new one, which functioned with no issue; the procedure was completed successfully; and the patient was not harmed.